Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were inappropriate shocks ¿caused by atrial arrhythmias with a rapid ventricular response, sinus tachycardia, and t-wave oversensing.¿ device reprogramming and medications treated some patients. Other patients were treated with medication only. In some patients, a catheter ablation procedure was done to treat the atrial tachycardia rhythms. The article reports no procedural complications including those related to the ablation. The device status is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: catheter ablation of atrial tachyarrhythmias causing inappropriate implantable cardioverter-defibrillator shocks. Europace. 2014;17(2):289-294. (B)(4).